Event description:
Found during routine testing. The customer called to report the device intermittently fails to power on. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be confirmed or reproduced and root cause could not be determined. The device was returned to the customer for use.